Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient suffered a cardiac tamponade requiring pericardiocentesis after a cardiac ablation procedure in a right ventricular outflow tract - (rvot). The physician noticed of a pericardial effusion by performing an echocardiogram due to the patient complained of chest pain. There is no claim of malfunction. The procedure was completed without patient's consequence.